Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited multiple high out of range shock impedance measurements. It was also noted that the patient had atrial fibrillation (af) with rapid ventricular response and received a shock. Boston scientific technical services (ts) discussed possible causes for the high out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the field indicating the patient was seen in clinic and the high out of range shock impedance measurements could not be reproduced. The shocking vector was reprogrammed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.